Manufacturer narrative:
The mcs instrument has not been received for failure analysis evaluation. A review of images provided by the customer was performed. The images show one of the blade tips broken off. One image appears to show the detached blade tip fragment. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument fell inside the patient and was immediately retrieved using suction during the same procedure. After completion of the procedure, the mcs instrument was discarded. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to surgery, all instruments were inspected and found to be free of damage or abnormalities. During the procedure, while the mcs instrument was in use, the tip broke off and fell inside the patient. The surgical team promptly retrieved the fragment with suction, allowing the operation to continue without further disruption. No issues were observed with instrument's function or range of motion before the event, and there were no collisions or interactions with other instruments, accessories, or hard materials. Removal of the mcs instrument through the cannula was smooth, with no resistance or additional damage noted.